Event description:
A bronchoscopy procedure was in progress when the small glass observation window in the universal cap attachment to the scope came out. The glass object was retrieved from the pt's throat with no injury or complication reported.